Event description:
It was reported that the patient experienced recurrent incontinence after activating this artificial urinary sphincter (aus). During evaluation, the physician was unable to detect any issues with the pump and initially planned to revise the cuff to a smaller size. However, during surgery, the cuff was removed from the urethra and kept attached to the system for observation, during which it was noted that the component did not appear to be filling completely. Additionally, the original sizing of the cuff was suspected to be slightly too large to provide effective urethral occlusion. Based on these observations, the physician proceeded with a full system replacement to ensure no other components were contributing to the issue. Upon explant, no damage or abnormalities were observed in the balloon or the pump. No further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).